Event description:
It was reported the patient underwent surgical intervention due to damaged drg system lead. Diagnostics checked confirmed impedance issues. The patient's drg lead was replaced to address the issue.

Event description:
Additional information received confirmed the patient's stimulation therapy was restored.